Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. Diopter: +6.0/+2.0x155. (B)(4). Conclusions code(s): conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens +6.0/+2.0/x155 diopter in patient's right eye (od) on (B)(6) 2014. Excessive vault was noted on (B)(6) 2014. The lens was explanted and was exchanged for a smaller lens with a similar diopter size on (B)(6) 2014. This resolved the problem. See MFR. #2023826-2015-01328 for left eye.